Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. (B)(4). Please refer to regulatory report 3004209178-2016-04811 for information in regards to the lead migration/system explant.

Event description:
The manufacturer representative (rep) reported that there was a suspected overdischarge. The rep tried to communicate with their cli nician programmer (8840) and couldn't. The patient didn't bring their patient programmer or their implantable neurostimulator recharger (insr). There was a report of a possible overdischarge, rapid implantableneurostimulator (ins) discharge, and insr issues. There was a report of difficulty charging where no coupling boxes were seen for the past couple of weeks prior to the report. The rep reported a fall a couple days ago and the patient's cat was fooling around with their insr. The patient reported to have charged their ins fully a week prior to the report and the ins rapidly depleted. It was reported that the patient was in a discharge status. The rep noted that when they try to interrogate with the clinician programmer, it didn't say discharged. It simply wouldn't connect with the clinician programmer which was more indicative of an overdischarge situation. The rep later reported that the patient did not experience any symptoms related to the issues. Troubleshooting was reported to have been performed where the rep tried to get help however the patient did not have their charger or programmer. The rep reported that they would meet the patient at a later date to try to get them out of overdischarge. Relevant medical history includes non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
Additional information received reported that the manufacturer representative (rep) was now with the patient and performing a physician recharge mode (prm). The screen was counting down, but periodically flashing with a power on reset (por) and then going back to the countdown screen. The rep was advised to stop the prm and try a normal recharge session. They reported that they were still seeing the poor communication screen. An antenna locate (al) feature was performed but was still seeing poor communication. Another prm was initiated and they did not see it flash to por again. It was noted that the patient had several falls and x-rays were taken. After the 60 minute countdown, the rep was able to charge normally. The importance of keeping the battery charged and to charge to 25% before clearing the por was reviewed. It was reported that the patient had 4 coupling bars and then went down to 2 as they leaned. They were able to move back and get 4 coupling bars again. The rep charged up to 25% and took a break to clear the por where the clinician programmer indicated that the battery was discharged. It was reviewed that telemetry drains the battery and the implantable neurostimulator (ins) was susceptible post overdischarge. It was later reported that the patient did great and the por was cleared.